Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital hemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B60745) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, endometriosis and endometrial ablation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), rash ("rashes") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital hemorrhage, pelvic pain, rash and fatigue outcome was unknown. The reporter considered fatigue, genital hemorrhage, pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted- date(s) of insertion: (B)(6) 2013. Discrepancy noted date(s) of removal: (B)(6) 2019. Batch no b60745. Production date 2013-08-07. Expiration date 2016-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), rash ("rashes") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pelvic pain, rash and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confim complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), rash ("rashes") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pelvic pain, rash and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, endometriosis and endometrial ablation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), rash ("rashes") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pelvic pain, rash and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted- date(s) of insertion: (B)(6) 2013 discrepancy noted- date(s) of removal: (B)(6) 2019. Most recent follow-up information incorporated above includes: on 4-mar-2021: mr received: lot number was added, product indication was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.